Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient was told they would have to charge once per week, however they were charging every day to day and a half. The patient was running their voltage at 6.0 and that was the number that eased their left leg pain. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.